Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had cubie pocket issue. The customer stated that when attempting to access a single medication from one cubie pocket, two cubies would open instead of the intended one. All other medications were accessed without issue, with only one cubie pocket opening as expected. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) followed up with the customer multiple times but received no response or updates. After the third follow-up attempt with no feedback, the case was closed due to inactivity. The system functioned as intended after the technical support specialist investigated the device.